Manufacturer narrative:
A device history record (DHR) review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: a report was received that the stent of a 7 x 40mm precise pro rx carotid system had prematurely deployed while it was being prepped. The procedure was successfully completed with another precise stent delivery system (sds) with no reported patient injury. The site reported patient the device had been handled and prepped according to the instructions for use (IFU) and that no damages or anomalies were noted when it was inspected prior to use. During the preparation of the device, prior to its introduction into the patient, the site noted that approximately one fifth of the stent had prematurely deployed. The procedure was successfully completed with another precise sds with no reported patient injury. One non sterile unit precise pro rx us carotid syst was received coiled inside a plastic bag with a partially deployed stent (1cm) and the hemostasis valve open. In addition, the outer member was noted to be separated from the pod. Dimensional analysis of the stroke length and functional analysis of the deployment process could not be performed because of the condition of the returned unit. The device was inspected under the vision system and the damage observed during the visual analysis was confirmed. Sem analysis of the separated areas of the outer member revealed evidence of elongation, plastic deformation and frayed edges. These findings are consistent with an application of tensile force that induced the separation. No other issues were noted during the sem analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported "sds - deployment difficulty-premature/during prep" event was confirmed based on the results of the visual analysis. The most likely cause of this event is an application of tensile force that induced the outer member separation. According to the IFU, users are cautioned that the device is shipped with the hemovalve in the open position. They are further instructed to be careful not to prematurely deploy the stent during preparation. The preparation of the device should be done in the tray with closure of the hemovalve prior to the device's removal from the tray. After removing the device from the tray, users are instructed to examine the device for any damage. They are to evaluate the distal end of the catheter to ensure that the stent is contained within the other sheath. They are instructed not to use the device if the stent is partially deployed. If the user suspects that the sterility or performance of the device has been compromised, they are instructed to not use the device. Based on the information available for review, there are handling factors (as evidenced by the product analysis) that may have contributed to the reported event. A risk assessment has been initiated to address this type of issue.

Manufacturer narrative:
(B)(4). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a precise pro rx us carotid system was taken out of the package and during prep when trying to flush they noticed that the stent had prematurely deployed. The procedure was completed successfully with another precise. There was no patient involvement. There was no report of patient injury. The device will be returned for analysis. The intended procedure was carotid stenting and the target lesion was the internal carotid. There were no damages or anomalies noted to the device or packaging prior to use. The product was handled and prepped properly according to the instructions for use (IFU). There were no anomalies noted during the prep of the device other than premature deployment of the stent. About 1/5 of the stent had been pre-maturely deployed.